Event description:
The spouse of this peritoneal dialysis (pd) patient contacted fresenius customer service and reported the patient had been hospitalized with peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient¿s spouse phoned the pdrn on (B)(6) 2022 with reports of cloudy pd effluent. The spouse was instructed to take the patient to the emergency room (ER). The patient was diagnosed with peritonitis and admitted to the hospital. During the hospitalization, the patient was initiated on antibiotic therapy (drug, route, dose, frequency, and duration unknown). The patient¿s spouse chose to have the patient complete pd therapy with manual exchanges while hospitalized. The culture results were not available, and the cause of the peritonitis is unknown. The pdrn stated the patient¿s spouse is a retired nurse and familiar with proper aseptic technique and the correct set-up for the patient¿s pd treatments. The patient was discharged from the hospital on (B)(6) 2022 and continues to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.